Event description:
The same case as MDR # 2134265-2013-03170, 2134265-2013-03340. It was reported that during an intravascular ultrasound (ivus) procedure, motor drive unit automatic pullback failed. During the ivus procedure, motor drive unit did not pullback automatically. The physician tried reconnecting the motor drive unit to the sled several times, the same result was obtained. The case was finished with a manual pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).